Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited noise episodes. The lead was not used and replaced. There were no patient consequences reported.